Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and the touch screen was responding properly. Proceeded by constantly switching to different ventilation modes in neonatal, pediatric and adult patients. Continued by adjusting settings while the unit was cycling. Repeatedly adjusted mode of ventilation and settings for about two hours and the touch screen was still working properly. Left the uim cycling over night for a total of fifteen hours, started adjusting modes of ventilation and settings once again for an hour and thirty minutes, the screen remained working properly. Unable to duplicate the reported problem.

Manufacturer narrative:
(B)(4). Carefusion technical shipped the customer a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. The user interface module was received on 07/28/2015 and is in the failure analysis lab awaiting investigation.

Event description:
Biomed at a user facility reported unit with an intermittently unresponsive touchscreen. The issue was discovered during pre-use checks. No patient involvement. A replacement user interface module was requested.